Event description:
It was reported that the programmer booted up to an error message. It was recommended to run the service disk and reinstall software. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.